Event description:
Pt had pulse generator replaced due to battery end of service. Explanted generator was subsequently returned to manufacturer for product analysis. During analysis, the generator end of service was confirmed based on battery voltage. Additionally, the caged module was found to exhibit an out-of-limit pulsing current. Analysis indicates that during manufacturer of the generator, the r35 resistor could have been more optimally chosen. Testing in the analysis lab established that a resistor value of 2.55k ohm would have more suitably centered the currents within their limits. Using the 2.55k ohm resistor value, the caged module met all specifications as defined by cyberonics post burn-in electrical test specification. The minimal out-of-limit pulsing current could potentially be a contributing factor to the end of service, although the battery longevity prediction suggests the device was expected to be at the end of service.